Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: (B)(4) implantable pacing lead, implant date (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient felt uncomfortable with when the right ventricular (rv) lead was pacing. It was also reported that the rv lead had varying thresholds. The rv lead was repositioned, reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.